Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was complaining about the patient therapy manager (ptm) and the communicator because their previous ptm worked better, and they wanted that instead of current ptm and communicator. When trying to connect to myptm app it took 30 minutes to an hour and the communicator would just flash blue, they could not get a bolus. That issue of retrieving information started almost as soon when they got the ptm and communicator. When the patient would have pain in the night the previous ptm would connect immediately when giving a bolus, this handset and communicator did not do that. Then in the last couple days , the patient's communicator would be plugged in recharge for 3 hours, and it was still not done charging, when it used to take 45 minutes. The patient would charge communicator until it was green after 3 hours, then they tried to use communicator and it just blinked blue and not work. During the call, the patient reset the communicator. The agent walked the patient through clearing data and then patient closed all applications. The patient was able to connect to myptm and deliver a bolus as intended. The patient would monitor issue and call back if issues persisted.